Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed low amplitude in p wave without under sensing. The presenting electrogram (egm) shows atrial pacing that appears to be capturing. Also, the patient had some inappropriate mode switches due to far-field sensing of r or t wave on the atrial egm. The health care professional was advised to have patient follow up with their device managing physician's office. The pacemaker remains in service. No adverse patient effects were reported.